Manufacturer narrative:
A product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a scratch around a lens area was found after insertion. The scratch seemed to expand in 5 to 6 o'clock direction. The surgery was completed without product replacement; the lens had remained in the patient's eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Only video were returned. The reported complaint was observed on the returned video. Received video shows intraocular lens (iol) implantation. Device preparation is not shown. As the iol exits the cartridge tip it appears to be folded incorrectly and unfolds in a vertical position instead of horizontal. The iol is manipulated into position with a surgical tool and a scratch/mark can be seen on the optic. The healthcare professional (hcp) makes an attempt to remove the scratch/mark, but it is not removed. Based on our observation of the attached photo, there appears to be a scratch/mark on the iol optic. The origin of the observed scratch/mark cannot be confirmed based on the returned video alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).